Manufacturer narrative:
(B)(4) baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, pump would "jump" from screen to screen when the pump is bumped, which was reproduced during evaluation caused by a failed upper hook switch. When the pump is powered on and the door or front case it touched, the device will "jump" to a load set, missing, or home screen. The upper auxiliary was replaced.

Event description:
It was reported that a spectrum pump would "jump" from screen to screen when the pump is bumped. It was also reported there was no patient injury.